Event description:
An elderly male patient with history of chronic obstructive pulmonary disease (copd), hypertension (htn), and peripheral vascular disease (pvd) presents with non-st-elevation myocardial infarction (stemi). He went to operating room for coronary artery bypass grafting (CABG) x 3, maze and atrial appendage clip. During the harvest of vessel in the right leg, "a part of the rubber tip of the hemopro broke off while inside of the patient's right leg. Caregiver was able to remove the broken piece intact from the patient's leg without an extra incision."